Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/24/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a enteral spike set. The customer reports the product disconnected where the silicone connection is to the valve of the black connector causing interruption during feeding of the patient.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three used samples were received for evaluation. The samples were visually inspected and it was noticed that the purple spike connector was detached in 2 of the samples and it was leaking in one of the samples, however the failure mode reported (disconnection from the silicon and valve of the black connector) it was not confirmed. Since the failure could not be confirmed, corrective actions are not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.